Event description:
Customer reported, she woke up in the middle of the night and her blood glucose was over 400 mg/dl. She took two units of insulin through her insulin pump, but two hours later her blood glucose was 568 mg/d. She treated with manual injections. Customer experienced a higher heart rate and some confusion, in troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. When customer checked the cannula, it was bent. She was advised that high blood glucose levels are often caused by infusion set or site issues. Customer was advised to do a complete set change and monitor her blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.